Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is not yet known. The caller did not know the customer's blood glucose at the time of death. However, the last recorded blood glucose value was 600 mg/dl on (B)(6) 2015 around 10 pm. The customer had kidney failure. The customer was not wearing the insulin pump at the time of death. The caller was unsure how long the customer had been disconnected from the device. The caller found the insulin pump in the bathroom. The customer was using sensors; however, the caller was unsure if the customer was wearing a sensor at the time of death. The caller did not have the insulin pump at the time of the call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller stated that it is going to be a very busy time for them and they will call back at a later time to deal with the pump return.